Event description:
It was initially reported the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was received by the first level investigation unit, and it was found the vibration alert does not function. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics, which led to triggering of several e7 error messages. Also as a consequence to the entered liquid, the vibra motor is without function.